Event description:
The user facility reported that a nurse incurred a needle stick while trying to engage the safety sheath feature. Follow-up communication with the user facility confirmed; the nurse was engaging the safety device when the needle went though the plastic guard; the nurse incurred a stick in the thumb following administration of a subcutaneous injection; the nurse received minor first aid; and (4) it was confirmed that the needle was not infectious.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4)

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. Results: based upon evaluation of user facility information & the photo of the involved sample; based upon reserve sample evaluation. Conclusions: based upon evaluation of user facility information & the photo of the involved sample; based upon reserve sample evaluation. The involved device was not returned for evaluation, which limits the failure investigation. However, pictures were provided for review. The photo of the actual sample confirmed the safety device was activated and the needle penetrated the plastic sheath. The investigation was based upon assessment of user facility information and evaluation of reserve samples from the reported lot. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A simulation test was performed on a retention sample. The needle was activated by pressing the sheath onto a flat surface with a firm, quick motion as indicated in the IFU. The needle was confirmed to be completely locked under the sheath tooth. The needle was intentionally attempted to be deactivated by pulling the sheath then pushed forward to activation position. This resulted in the needle puncturing the sheath. A review of the device history records and inspection records indicated that there were no production related problems. Although the cause for the reported event cannot be definitively determined based on the available information, the event description is most consistent with the end-user not following the proper technique per the instructions-for-use in trying to activate the safety feature. The device labeling does address the potential for such an occurrence in the warnings/cautions and the instructions-for-use with statements such as the following: "handle with care to avoid needlesticks"; "keep hands behind the needle at all times during use and disposal"; "for greatest safety, activate the sheath using a one-handed technique"; "if a needle is bent or damaged, no attempt should be made to straighten needle or use the product"; "position sheath approximately 45 degrees to a flat surface. Press down with a firm, quick motion until a distinct audible click is heard"; "visually confirm that the needle is fully engaged under the lock"; and "dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4)